Event description:
It was reported to philips that the battery and ac power indicating lights not working. The field service engineer (fse) evaluated device and confirmed indicator lights are not lighted. After trying multiple parts replacements it was found the device needed a front case. Upon conclusion of the evaluation, it was determined that the front case requires replacement. It was replaced and the device passed testing and put back into service.

Event description:
It was reported to philips that the battery and ac power indicating lights not working. There was no patient involvement.